Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The transmitter works correctly and is able to pair without difficulties. Review of the event logs confirmed that multiple pairing issues occurred between 20-october-2025 and 24-october-2025. Since the ble was well activated, the most probable hypothesis is that an environment issue caused the pairing issue. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter is unable to pair with the device even if bluetooth is activated.